Manufacturer narrative:
This report is submitted on january 21, 2019, by cochlear ltd. On behalf of cochlear americas. (B)(4).

Event description:
Per the audiologist, the patient experienced a skin overgrowth on the abutment. Treatment with topical steroids was unsuccessful. Subsequently, the patient underwent revision surgery in (B)(6) 2009 to excise the skin and treat the area with silver nitrate. It was also reported that the patient underwent an abutment exchange, for a longer one, on (B)(6) 2009.